Manufacturer narrative:
Correction: section d - device available for evaluation marked as yes, in the initial report this was marked as no. Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The anchor was returned to saluda for analysis. The device passed visual and functional testing. The root cause of the reported migration cannot be definitively determined. The evoke scs system surgical guide states, "the risks associated with the implantation and use of a spinal cord stimulation system include lead migration from the location chosen at initial implantation, resulting in stimulation changes. The patient may require surgery (including revision, explant, and replacement) as a result."

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. Anchor used was part of the reported evoke lead kit.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. An x-ray was obtained and confirmed migration of one (1) lead. Reprogramming was unable to restore adequate therapy. A revision procedure was performed, and the evoke lead was repositioned and anchor was replaced to resolve the reported event.